Event description:
It was reported that customer experienced multiple occlusion alarms while using trusteel infusion set with novorapid insulin, and support could not confirm alarm number in pump history. There was no adverse impact to the customer's blood glucose level. Customer resolved issue each time by changing infusion set and cartridge and then resuming insulin, and was advised to contact technical support while occlusion was occurring; matter was escalated to clinical field team for further support and case was closed.